Event description:
Based on the cec adjudication minutes, a (B)(4) study patient experienced a peri-procedure myocardial infarct. The indication for the index procedure was unstable angina pectoris. Angiography performed at that time revealed 90% stenosis to the proximal circumflex. The lesion was described as 12mm in length, b2, and de novo. The reference vessel was 2.5mm in diameter. The lesion was pre-dilated with a 2.5 x 15mm balloon at 18atm and a 2.5mm x 18mm cypher rx stent was implanted at 16atm. The stent was post-dilated as standard procedure with a 2.5 x 12mm balloon at 26atm. There was 0% residual stenosis. At pre procedure, the ck was 13 (224 u/l), the ck-mb was 0.6 (3.6 ng/ml) and the troponin was 0.04 (0.09 ng/ml). At 6 to 12 hours post procedure, the ck was 101, the ck-mb was 11.8 and troponin was 1.18. At 16 to 24 hours post procedure, the ck was 113, ck-mb was 12.4 and troponin was not done. At discharge, the ck peaked at 113, the ck-mb peaked at 12.8 and troponin peaked at 2.6. Per the investigator, the patient did not have a peri-procedural mi and no post-procedure complications were reported. The patient was discharged the next day. Per the cec adjudication minutes received on (B)(4) 2012, the committee determined the occurence of a peri-procedure mi. Per the committee, the event was related to the procedure and related to the device.

Manufacturer narrative:
Concomitant medications: aspirin 325mf qd, azilect 1mg qd, sinemet 25/100 mg bid, crestor 20mg qd, diovan 160mg qd, digoxin .25mg qd, toprol 100mg qd, tricor 145mg qd and niacin 500mg qd. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: based on the cec adjudication minutes, a (B)(4) study patient experienced a peri-procedure myocardial infarct. This is a (B)(6) male with medical history including angina, most recent pci (B)(6) 2007, most recent CABG (B)(6) 2004, history of peripheral artery disease, hyperlipidemia, hypertension, diabetes mellitus type ii, renal insufficiency, renal artery stenosis, peripheral vascular disease, spinal stenosis. The indication for the index procedure was unstable angina pectoris. Angiography performed at that time revealed 90% stenosis to the proximal circumflex. The lesion was described as 12 mm in length, b2, and de novo. The reference vessel was 2.5 mm in diameter. The lesion was pre-dilated with a 2.5 x 15 mm balloon at 18 atm and a 2.5 mm x 18 mm cypher rx stent was implanted at 16 atm. The stent was post-dilated as standard procedure with a 2.5 x 12 mm balloon at 26 atm. There was 0% residual stenosis. At pre procedure, the ck was 13 (224 u/l), the ck-mb was 0.6 (3.6 ng/ml) and the troponin was 0.04 (0.09 ng/ml). At 6 to 12 hours post procedure, the ck was 101, the ck-mb was 11.8 and troponin was 1.18. At 16 to 24 hours post procedure, the ck was 113, ck-mb was 12.4 and troponin was not done. At discharge, the ck peaked at 113, the ck-mb peaked at 12.8 and troponin peaked at 2.6. Per the investigator, the patient did not have a peri-procedural mi and no post-procedure complications were reported. The patient was discharged the next day. Per the cec adjudication minutes received on (B)(4) 2012, the committee determined the occurrence of a peri-procedure mi. Per the committee, the event was related to the procedure and related to the devise. The stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15268730 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.